Manufacturer narrative:
The following sections were corrected or completed: brand name: kangaroo. Manufacturer name: cardinal health 200, inc. Unique identifier (UDI) #:(B)(4). PMA/510(k)number: k833621 labeled for single use: yes. Investigation summary: decontaminated samples were received at the plant for the investigation. The device history record for the possible lots were reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual and functional evaluation of the samples, the reported issue was confirmed; a ruptured tube was found in 1 of the samples. A root cause analysis indicated that this occurred during our manufacturing process.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when they removed the tube after the parent reported a blockage, it was noted that the entire weighted area of the nasogastric tube was missing. The tube had been in situ for 3 weeks. The 2.5 years old patient required admission and multiple x-rays to try to find missing component. There was a high degree of anxiety for the parents and child. Per additional information received, the weighted tip was not located in the patient's body. It is believed to have been passed by the infant but was not noticed by the parents. As previously reported, scans were performed to locate the missing weighted tip but produced a negative result.

Manufacturer narrative:
Investigation summary: decontaminated samples were received at the plant for the investigation. The device history record for the possible lots were reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual and functional evaluation of the samples, the reported issue was confirmed; a ruptured tube was found in 1 of the samples. A root cause was unable to be determined at this time. Corrected investigation summary. From: decontaminated samples were received at the plant for the investigation. The device history record for the possible lots were reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual and functional evaluation of the samples, the reported issue was confirmed; a ruptured tube was found in 1 of the samples. A root cause analysis indicated that this occurred during our manufacturing process. To: decontaminated samples were received at the plant for the investigation. The device history record for the possible lots were reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual and functional evaluation of the samples, the reported issue was confirmed; a ruptured tube was found in 1 of the samples. A root cause was unable to be determined at this time. Corrected h6 evaluation codes: from: 125, to: 180. From: 25, to: 4315.